Event description:
It was reported that the pt's pump was implanted on (B) (6) 2008; now "isn't working." No other info regarding this was provided. The pt had relocated to another state "to help her lungs improve." The pt planned to have the current pump explanted and replaced when "her lung is better."

Manufacturer narrative:
(B) (4)